Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for failed battery and insulin pump shut off so had a blank display. Customer stated that contacts on battery cap was missing. Customer performed troubleshoot but issue did not resolve. Customer¿s current blood glucose was 120mg/dl. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit powered up properly when the test battery was installed. Unit was monitored. No blank display noted during testing. No failed battery test alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unit passed the displacement test, self test, sleep current measurement and active current measurement.